Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Lot number: 4893214.

Event description:
According to the available information, an unspecified pump malfunction occurred. The device was replaced.

Manufacturer narrative:
A titan touch pump and two cylinders were received for analysis. There were no functional abnormalities noted with the pump or either cylinder. The information received indicated a pump malfunction, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Event description:
Additional information received further reported that the implant would not inflate.

Manufacturer narrative:
G3 date received by manufacturer was previously reported on the initial report as 15mar2021. The corrected date is 12mar2021.